Event description:
The customer reported a no boot. No patient injury was reported.

Manufacturer narrative:
The system was tested, found to be operating as intended, and released to the customer for use.